Event description:
It was reported that the patient admitted to hospital experiencing fatigue and low heart rate. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture. Rv lead revision was suggested, no changes or interventions were reported. The patient was in stable condition.

Manufacturer narrative:
Section g3, date received by manufacturer should have been (B)(6) 2026 rather than ¿blank¿ and section b5, describe event or problem should have been ¿new information received noted that the right ventricular (rv) lead was capped and replaced on (B)(6) 2026. The patient was recovering post-procedure.¿ rather than ¿new information received noted that the right ventricular (rv) lead was capped and replaced on (B)(6) 2026¿.

Event description:
New information received noted that the right ventricular (rv) lead was capped and replaced on (B)(6) 2026. The patient was recovering post-procedure.

Event description:
New information received noted that the right ventricular (rv) lead was capped and replaced on (B)(6) 2026.